Manufacturer narrative:
The device history record for lot 30058963 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 23 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the nurse received a wound to the hand when removing the sheath from the scalpel in the peg kit. Additional information received 09-mar-2021 indicated the "nurse was injured as the knife hit the right palm of the hand. Caused a wound and one stitch was needed. Now recovered".